Event description:
Event description cpi received information that this endotak downsize plus lead (0125) was removed from service, because of 'apparent over-sensing and double quad counting. A new medtronic lead was implanted.